Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At a routine follow-up, 45 days later, imaging showed that an additional lobe was not covered. The additional lobe was not visualized or noticed at implant. The closure device had not shifted from initial implant and remains secure. No intervention has been performed or is planned.